Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 35 mg/dl when she woke up. Her blood glucose was low due to falling asleep and missing a meal. The patient treated her low with candy and ice cream. Troubleshooting for the low did not occur. The insulin pump was not replaced or returned.